Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified notification was received resulting in the customer being unable to deliver a bolus. Customer's blood glucose level was 170 mg/dl. Pump data was reviewed and the notification was not confirmed. Reportedly, the customer continued to use the pump for diabetes management.